Manufacturer narrative:
(B)(4) additional information received: user facility medwatch - see attachments. - attachment: [(B)(6)]

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any patient consequence? Patient needed repair to the cut vessel. Patient is being followed by neurosurgery and no further patient issues noted to date. Was there any change to the procedure or post-op patient care? Another surgeon needed to be called in to help with the repair. Normal post-operative care.

Manufacturer narrative:
(B)(4). Batch # p9294x the analysis results found that the msm20 device was returned with a clip in the jaws. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 9 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the clip that cut the vessel a scissored clip? How was the procedure completed? Was there any patient consequence? If there was a patient consequence, please describe. Was there any change to the procedure or post-op patient care?

Event description:
It was reported that during a cervical fusion the clip cut the vessel instead of clipping the vessel. It is unknown how the procedure was completed.